Event description:
The manufacturer received information alleging a pressure sensor mismatch error occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a pressure sensor mismatch error occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The device has been returned to the manufacturer but is unable to be repaired due to a failed data wipe. The complaint is unable to be confirmed at this time. An email was sent to the customer on (B)(6) 2025 with the fair market value of the device. The repair team is awaiting the customer's response on if they will accept the fair market value or request a different approach per the service policy.

Manufacturer narrative:
The manufacturer previously reported information alleging a pressure sensor mismatch error occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. On the previous report the (root parent) other relevant event information section was incorrectly filled out with not-reportable language. The field should have been left blank. The field has since been updated. Additionally, the previous report was marked as complete. The report has been updated to 'no'. The report is not complete at this time.